Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation in 2006 that a rapid exchange biliary stent system was used during a procedure performed two days prior (patient gender, age, and weight are unknown). According to the complainant, while introducing the device into the endoscope "it got stuck at the middle and be unable to insert at all..." The procedure was completed with a different device (manufacturer and type unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."